Event description:
The pt reported their intrathecal drug delivery pump was implanted in 2005, and it had "stopped working" by 2006. The pump was deactivate until it could be explanted. The drug used in the pump was morphine. In 2008, the pump was replaced. The pump was returned to the MFR. Add'l info received at that time indicated, the pt had experienced an increase in symptoms and volume discrepancy (unspecified) at refill. A rotor study indicated the rotor did not move. A dye study was conducted and the contrast dye erupted through the internal pump tubing. The pt recovered without sequela. Add'l info has been requested from the hcp, but was not avail on the date of this report.`

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A f/u report will be submitted when the device analysis is completed.